Manufacturer narrative:
Strain relief. The product associated with this report was discarded and will not be returned for analysis. Based upon the implant date provided by the reporter, the connector type is a strain relief. Detailed information on this event is not available. Inamed is assuming that "broken access port" is referring to a leak in either the tubing or on the port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Reported as "broken access port."